Event description:
It was reported that the bd micro-fine ultra¿ pro pen needle was not working or functioning properly. The information was provided by the initial reporter, translated from french to english: needles not piercing one morning. I had to pass 5 to be able to test that the insulin passed well.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-nov-2022 h6: investigation summary ten open 32g x 4mm pen needle samples were returned from lot. No. 1350738, cat. No. 320562. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on eight samples and a broken non patient end of cannula was observed on the remaining two samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10

Event description:
It was reported that the bd micro-fine ultra¿ pro pen needle was not working or functioning properly. The information was provided by the initial reporter, translated from french to english: needles not piercing one morning. I had to pass 5 to be able to test that the insulin passed well.